Event description:
It was reported that, during an upgrade implant procedure, it was discovered that the existing right atrial (ra) lead had an insulation breach approximately 3-4 inches distal from the lead pin. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.